Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/09/2017 with the following findings: during investigation, the black box showed evidence of a short battery life with voltage drops resulting in battery alarms, unexplained pump reboots and battery alarms following pump reboot events. A cs 128 alarm was also observed in the black box. There was no battery cap or cartridge cap returned and all testing was performed with a test cap. The pump powered on with a test battery cap. The battery cap was unable to full tighten. Unrelated to the original complaint, the battery compartment was observed to be cracked. There was evidence of moisture contamination inside the battery compartment. A base cracked was observed. The current draws were within specification. A leak test showed a battery compartment leak. The pump case was removed and there was no evidence of additional moisture inside the pump. A battery life issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).